Manufacturer narrative:
Device cannot be sterilized and thus will not be returned.

Event description:
The symmetry surgical disposable vein stripper consists of a two end cable, olive, and handle for use in the removal of saphenous varicose veins. The cable is inserted into either end of the vein. The olive and handle are snapped into position on the ends of the cable after it has been inserted in the vein. Narrative from initial reporter. "Procedure was proceeding as normal until the registrar started to pull the stripper back up through the vein. When the stripper reached the knee some resistance was encountered. Extra pressure was applied and the line came through the olive. The olive was not found by using ultrasound. MRI was scheduled for (B)(6) 2014. Olive was located under MRI in the patient's thigh. The issue has not caused any other issues or discomfort. Surgery hs been scheduled to remove the olive."